Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the pump emitted an unspecified alarm. An attempt was made by customer technical support to review the alarm history, however, the patient indicated they had resolved the issue and declined to trouble shoot. There was no indication that the product caused or contributed to an adverse event. No further information was available. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve an alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: a review of the pump¿s black box and histories showed that the data had been overwritten for the time of complaint on (B)(4)-2017. During testing, the pump successfully completed the 12 hour duration test with no warnings or issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.